Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. This s-ICD was kept by the patient, and it is not expected to be returned back to boston scientific for analysis at this time.